Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found the led's on the pcb to be broken, enclosure stained red in water tank, both covers were cracked and line cord was worn. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device tank was then filled with water and powered on. The reported customer complaint was unable to be confirmed during testing. However the problem source of the broken leds has been determined to be user interface.

Event description:
Information was received that device is not warming up properly, under temperature. No patient adverse effects reported.